Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted after disassembling the device noted cracks on the oled screen. When the device was powered on, the screen stayed black. Functional testing found the handle was opened up and the battery was found to be vented. It was reported that the display screen turned off unexpectedly and the physical appearance of the product was different than expected. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during preparation, prior to use on a patient, the lcd panel of the handle did not display, it was found to be damaged, and the handle was unable to be used. Manual handle was taken out and there was no trouble.